Manufacturer narrative:
(B)(4). Medical product: zimmer articular surface, cat#: unknown, lot#: unknown. Zimmer femoral component, cat#: unknown, lot#: unknown. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04154, 0001825034-2017-04155, 0001825034-2017-04156. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is being considered for a revision surgery for an unknown reason. At this time, there is no further information available.